Manufacturer narrative:
Correction/additional information: revised short description, b5,h6 codes added ,h7,h9 - file revised from service file to recall file. Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (1) pcu devices experienced error code 110.6021 keypad failure. Biomed stated that when the device was powered on, the device alarmed for error code 110.6021. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 100.6021. There was no patient involvement.